Event description:
The customer's sister reported that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the customer had a urinary tract infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.